Event description:
Battery life calculation was performed on pt's generator at the request of the physician. During review of device diagnostic history, MFR rep noted a system diagnostics test resulted in high lead impedance, indicating a possible lead discontinuity. Revision surgery is likely.

Manufacturer narrative:
Device malfunction is supsected, but did not cause or contribute to a death or serious injury.